Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. The patient had one lesion treated. One endeavor sprint rx drug-eluting stent was implanted to the mid lad as treatment of the target lesion. It was reported that an mi occurred one day post index procedure. Mi was categorized as a non-q wave in the territory of the implanted stent. No further details are available.

Event description:
It was reported that the patient has died approximately 3 years and 8 months post the index procedure. Cause of death unknown.

Manufacturer narrative:
(B)(4).